Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt's daughter reported a red heart alarm. The system controller was exchanged. The power base unit read "low flow" and "power saver mode" and pi 0.0. No rpm was displayed. Emergency medical services was called. The family troubleshot and there was no sign of trauma or disruption. The pump was not audible in the chest. The pt was awake and the daughter could feel a palpable pulse that was regular. Emergency medical services arrived and the pt's blood pressure was 92/48. The pt was able to tell the perfusionist that he had no other symptoms. The pt denied cp, palp and device shocks. He just felt weak. The pt went to bed with all pump parameters normal. The pt was stable with intermittent device alarms at the hospital, although reported to not have device sounds. The pt arrived to the hospital with the pump on and running. The system controller was exchanged and he was free of alarms. One system controller history could not be read and the original system controller had a low voltage with a clock reset. The pt cable was also exchanged during the event.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot # 35087360312) is not known to the MFR as the pt cable is not labeled for single use. The cable was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.